Event description:
Pt's device displayed a blood glucose result of 180 mg/dl; however, the voice module spoke 150 mg/dl. Pt's blood glucose was not affected was not affected and not treatment was received. Reporter indicated that subsequent tests were performed on the device, and there was no discrepancy between the spoken result and the displated result. A request was made for the return of the suspect deivce and replacement product was shipped.